Manufacturer narrative:
Other, other text: h3: one cadd administration set from part number 21-7361-24 with lot number 4034039 was received in decontaminated condition inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The sample was received with the asv loose from the tube, which does not show enough solvent; thus the failure mode reported is confirmed. The sample returned was tested using the hydrostatic vessel. No leaks were found fleeing from any joins. Based on the analysis conducted with the sample received, the failure could not be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by incorrect solvent dispense set up (insufficient solvent in solvent pot). There was no fault found with the returned administration set.

Event description:
Information was received indicating that during use of a smiths medical cadd administration set, leaking was noted at the distal end of the tubing where the luer lock is to the injection cap. It was also reported that when interlocked, the plastic has cracked. High occlusion alarm was noted and infusing past in line filter. No patient consequences were reported. No adverse effects were reported.